Manufacturer narrative:
Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 09-feb-2022, UDI#: (B)(4); product ID: 97 7a260, serial/lot #: (B)(6), ubd: 17-jul-2022, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lead 977a260 mrics compact and lead 977a260 vectris mrics compact experienced lead migration, resulting in reduced pain relief. The leads were removed and a paddle lead was implanted during a device revision procedure. No infections, deaths, or other adverse events were reported. No patient complications have been reported as a result of this event. The issue was resolved. The manufacturer representative (rep) indicated they would send any further information as they become aware. Additional information was received from the manufacturer representative (rep). It was reported that ins was also replaced because it was implanted in 2018 and patient wanted to upgrade to better MRI.